Event description:
(B)(4). I was implanted with a medical device implant called essure in (B)(6) 2010. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is 664666 my model number is ess305. This device has a three year shelf life, however, I do not have that expiration date. The onset of my complaint started in (B)(6) 2010. This is a list of my side effects and symptoms that I have experienced due to essure: since having essure inserted 4 years ago, I have had irregular menstrual cycles. I have had weeks of spotting in between cycles. I have also had unusually long cycles that include very heavy bleeding and blood clots. I have ovulation pain on one side that can last up to 4 days. In addition to menstrual issues, I've also developed food allergies, specifically to all grains. I have an autoimmune response if I eat any grains, including wheat, corn, oats, rice, and barley. I also have issues with extreme adrenal fatigue. I have switched my eating habits to only lean protein, fresh fruits, and fresh vegetables to alleviate the autoimmune response to eating grains or other processed foods. It has helped and I finally began to lose weight, but now it's stopped again and I'm exhausted for no reason. I've also developed severe clinical depression, which has never been an issue for me. I have been seen by 3 doctors, and I keep seeking new doctors that can get to the bottom of these issues. I have been diagnosed with the following conditions: food allergies: all grains including wheat, corn, oats, rice, and barley. Severe clinical depression, irregular menstrual periods, mid-cycle menstrual spotting, menstrual clotting, urinary incontinence.